Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lot of force is required to press the wake button in order to activate the pump display. The customer's blood glucose was not provided. The customer applied more pressure to the wake button to address the issue.